Manufacturer narrative:
Future date of explantation: (B)(6) 2022 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year old female patient underwent primary breast augmentation with a (right) 600cc mentor memorygel breast implant and a (left) 550cc mentor memorygel breast implant. Post-operatively, the patient was diagnosed, via physical examination, with bilateral breast capsular contractures (baker grade iii on the right and baker grade ii on the left). As a result, the patient has been scheduled for bilateral breast implant removal and replacement on (B)(6) 2022. This medwatch form is for the left breast prosthesis. Capsular contracture on the right breast has been reported under mrn: (B)(4).

Manufacturer narrative:
On january 6, 2023, mentor received additional information indicating that the correct date of explantation was on (B)(6) 2022. During the surgery, the patient's right breast capsular contracture has progressed to baker grade IV. The patient's implants were replaced bilaterally with the following devices: (right) 750cc mentor memorygel breast implant catalog: 3507504bc; lot: 7583446; sn: (B)(6) and (left) 700cc mentor memorygel breast implant catalog: 3507004bc; lot: 7696134; sn: (B)(6). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 17, 2023, mentor received additional information indicating the patient's correct patient identifier.